Manufacturer narrative:
This report is submitted september 06, 2019.

Manufacturer narrative:
This report is submitted on july 25, 2019.

Event description:
Per the patient's surgeon, the electrode array had extruded resulting in the device being explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.